Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. Please reference related manufacturer report number 2015691-2020-12563. The lilacs were stented 2 week prior to tavr. CT was not performed after the stents were placed. The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional and dimensional analysis could not be performed. No applicable imagery was provided for review. As the delivery system lot number was unknown, DHR and lot history review were unable to be performed. The control limits for the associated trend categories were not exceeded for (B)(6)2020 . The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the procedural training manual, sheath insertion: the proximal tapered end of the sheath is larger in diameter. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Ensure the sheath and dilator remain together during insertion at all times. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the renal arteries. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Ensure the sheath and dilator remain together during insertion at all times. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the renal arteries. Per the procedural training manual, delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push through the fully expandable portion. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity, and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. If push force is too high or valve is initially stuck, zoom in a rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as a single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Per the procedural training manual, thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints were unable to be confirmed. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the report, the esheath with dilator would not advance past the bifurcation of the iliac. The distal portion of the sheath would not pass a previously placed stent. As indicated by the IFU, the esheath should be past the bifurcation. Also the report stated the valve got caught on the stent and could not be advanced. As a result, it is possible the delivery system tracking difficulties encountered were due to the positioning of the sheath, causing the previously implanted stent to prevent the thv from advancing through the anatomy. Per the report, the valve was attempted to be removed through the esheath, but was unsuccessful. It was possible that the end of the valve was compressed, preventing it from being pulled into the esheath. The delivery system was pulled through the undeployed valve and removed from the patient. It is possible that as a result of the difficulties advancing the delivery system that excessive manipulation was applied, leading to a damaged valve. The potentially distorted thv profile could have caused withdrawal difficulties. Since the thv was unable to be withdrawn into the sheath, the delivery system was removed from the valve and withdrawn into the sheath leading to a non-target implantation of the valve. While a definitive root cause is unable to be determined, available information suggests that patient factors (existing stent) and/or procedural factors (excessive manipulation, distorted valve profile, sheath positioning) may have contributed to the complaint events. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. In this case, as the valve could not be moved from the stent, the delivery system was pulled through the undeployed valve and removed from the patient. Available information suggests that patient factors (existing stent) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. The complaint for ¿delivery system ¿ valve dislodged from balloon¿ was unable to be confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (excessive manipulation) contributed to the reported event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action nor pra is required at this time. The complaint for ¿delivery system ¿ tracking difficulty¿ was unable to be confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that patient factors (existing stent) and/or procedural factors (sheath positioning) contributed to the reported event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action nor pra is required at this time. The complaint for ¿delivery system ¿ withdrawal difficulty¿ was unable to be confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (distorted valve profile) contributed to the reported event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 ultra valve in the aortic position, the valve would not advance through a stent in the iliac artery. The valve was deployed and stented in the iliac. The patient had bilateral iliac stents. Right sided access was obtained. The esheath with dilator would not advance past the bifurcation of the iliac. The distal portion of the sheath would not pass a previously placed stent. There was approximately 3-4 cm of stent past the end of the sheath when the dilator was removed. As the valve and delivery system were advanced through the esheath, the valve got caught on the stent and could not be advanced. The valve was attempted to be removed through the esheath, but was unsuccessful. The valve was attempted to be advanced again, but it was stuck. It was possible that the end of the valve was compressed, preventing it from being pulled into the esheath. The delivery system was pulled through the undeployed valve and removed from the patient. An 8mm covered stent was inserted through and expanded inside the valve. Angio showed flow through the iliac. Upon removal of the esheath, a split at the end of the sheath shaft and a tear of the liner were observed. There was no injury to the patient reported. They will be brought back at a later date for tavr.